Event description:
It was reported that during implant procedure, the left ventricular lead guidewire could not be inserted fully. The lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.